Event description:
The customer reported a false positive total beta-hcg result on a pt sample. The physician questioned the result and testing was reported on the same sample and gave a negative total beta-hcg result. False positive total b-hcg results may lead to the initiation of inappropriate treatment. There was no report of pt harm as a result of this event.